Event description:
It was initially reported by surgeon that the patient had their generator explanted due to end of service. The explanted generator was returned to the manufacturer for device evaluation. Product analysis was performed that confirmed the end of service condition. Analysis indicated there was an increased current consumption for the device, potentially contributing to a premature end of life condition. The increased current consumption was isolated to a leaky capacitor (c6). With the capacitor substitution for c6, the pulse generator module performed according to functional specifications.